Event description:
The customer reported the generation of erroneous ion-selective electrolytes (ise) patient results on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. Customer repeated patient samples and obtained results considered correct by customer. The customer stated that they are getting an anion gap of -1 or 2 and the repeat results on their other instrument were 8 or 9. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and identified the failure mode as a defective reference electrode. The fse replaced the reference electrode to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).